Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. There is no information about the event date. Problem code (B)(4) captures the reportable event of suture detachment. Conclusion code (B)(4) is being used in lieu of an adequate conclusion code for "device not returned". The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block correction to blocks complaint has been assessed as malfunction reportable.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was implanted during vaginal prolapse with uphold mesh procedure performed on an unknown date. According to the complainant, during procedure, when the physician was tensioning the mesh through the patient's left ligament, the suture detached from the dilator. It was also reported that the breaking of the suture had nothing to do with the capio device as the event occurred after the capio device was used and when the physician started pulling the mesh. The physician also stated that this sometimes happens when the patient has a thick sacrospinous ligament. The physician completed the procedure by tying two capio sutures and tied the mesh to the sutures. There was no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over (B)(6) years. There is no information about the event date. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was implanted during vaginal prolapse with uphold mesh procedure performed on an unknown date. According to the complainant, during procedure, when the physician was tensioning the mesh through the patient's left ligament, the suture detached from the dilator. It was also reported that the breaking of the suture had nothing to do with the capio device as the event occurred after the capio device was used and when the physician started pulling the mesh. The physician also stated that this sometimes happens when the patient has a thick sacrospinous ligament. The physician completed the procedure by tying two capio sutures and tied the mesh to the sutures. There was no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.